Event description:
Since uae three months ago, menstruation is lighter. She has lower back pain and a yellow brown vaginal discharge with a foul odor, which spurts out throughout the day. She's being treated by a gynecologist with norethisterone. The gynecologist considers this to be sloughing fibroid tissue and is not concerned about her symptoms. He has scheduled a one month follow up appointment. No diagnostic testing or evaluation has been performed.